Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. A manual insulin injection was administered to address bg. Reportedly, an incomplete bolus alert occurred. Tandem technical support educated the customer on incomplete bolus alerts. Reportedly, the customer cleared the alarm and resumed insulin therapy.